Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) on a fresenius 2008t hemodialysis (hd) machine turned off during the patient¿s treatment and would not turn back on. The biomed stated that the patient was moved to another machine to complete their treatment. The biomed confirmed that the correct uf was removed from the patient at the end of their treatment and that all blood was returned to the patient prior to moving. There were no adverse events, injuries, or medical intervention required as a result of the event. The biomed stated that the machine was removed from service and inspected, however appeared to be operating fine. The biomed stated that he believed it was an operator error. No machine repairs were made and the machine was returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.